Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-02232.

Event description:
The patient was undergoing a thrombectomy procedure in the distal right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra catheter (5f sofia). During the procedure, the physician completed two passes using the velocity and catheter. The velocity and catheter were removed, and flushed. Afterwards, while inserting the velocity into the catheter outside the patient, the velocity broke at mid-shaft. Therefore, the velocity was removed. The procedure was completed using a new velocity, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-02232. H3 other text : placeholder.